Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the production process found sample sizes, inspection methods, testing methods, and acceptance criteria for testing needle to suture attachment. The procedure found that a visual inspection must be performed. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during an ankle ligament reconstruction surgery, when the surgeon inserted the twinfix t anchors and proceeded to open the handle to release the sutures with needles, three of the sutures had needles attached except one needle that did not have a needle attached. The loose needle fell out as the surgeon opened the handle. The procedure was successfully completed without delay using a mayo needle for the suture that lost its needle. No patient injury or other complications were reported.